Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer was rolling on the floor and the touch screen became shattered customer is unable to interact with the pump due to the touch screen becoming black. Customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to a backup pump for insulin therapy.